Event description:
Customer reported that, the user of the system was unable to do x-ray acquisition even though a message was displayed on the monitor saying "acquisition in progress: x-rays were enabled and no image was displayed on the monitor. The operator had to reset the system in order to continue the exam. The system recovered well and no patient injury is reported the patient may have received unnecessary, low dose x-rays during the reported malfunction. The ge field engineer has gathered error log, event log, dl(digital leader) log and rtac (real time acquisition controller) log and has sent it to the engineering team for further investigation. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.